Event description:
Had a depuy pinnacle metal on metal implanted on (B)(6) 2009. Having metal on metal removed on (B)(6) 2013 and replaced with polyurethane due to severe pain. Have also been suffering from consistent low grade fever that is possibly linked to the hip.